Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite visit field service engineer (fse) replaced filter of test interface and +x sensor. Filter of test interface was replaced due to the vacuum issue during calibration. +x sensor was replaced due to emcy-telegram issue, which is not to the reported vacuum issue. According to provided information the device is in working order and ready for use. Logfile review is not possible because the provided logfiles do not contain the event date. Without logfiles from event date no further investigation is possible, why a vacuum issue occurred during treatment. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported difficulty catching a vacuum and the vacuum was released in the middle of creating a flap in the right eye of a patient, during surgery.